Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013, to debride skin tissue around the implant site. During the same procedure, a sleeper fixture was placed. The implanted device remains.

Manufacturer narrative:
Correction: per the clinic, the abutment was removed and a sleeper fixture was placed on (B)(6) 2013; no skin debridement occurred as previously reported. (B)(4).

Manufacturer narrative:
(B)(4): implanted device remains.